Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that the if the user was not able to access the patient in station level, then most likely the role assigned to the user did not have the access to view and instructed to connect with hospital information technology or pyxis admin to check further. Tss performed followed up with the customer multiple times to get further information regarding the not visible patient list on station issue for troubleshooting but did not receive any. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, wod4msw 1 user cannot see list of patients while user tried to login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.